Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when patient was inputting bolus insulin pump was sometimes jump dramatically in number increase and did this intermittently. The customer¿s blood glucose value was unknown at the time of incident. Customer also stated that there was warping and smudges under screen, gear was slower when priming and backlight sometimes did not come. The insulin pump will not be returned for analysis.